Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an 80mm abdominal aortic aneurysm additionally, an endurant limb (etlw1624c93e) was implanted approx. 8 years post index procedure and another limb (etlw1613c146e) was implanted approx. 10 years post index procedure. According to the physician, these were likely used to address disease progression due to aneurysm expansion involving the iliac arteries. It was reported during a follow up visit approx. 12 years, 5 months post index procedure, CT imaging confirmed the presence of a type ii endoleak. The patient received coil treatment, which successfully resolved the type ii endoleak the event was attributed to the patient's anatomy and disease progression. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1624c124e, serial/lot #: (B)(6), UDI#: (B)(4); product ID: etew2424c82e, serial/lot #: (B)(6), ubd: 25-sep-2014, UDI#: (B)(4); product ID: etew2424c82e, serial/lot #: (B)(6), ubd: 25-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.